Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Difficult to remove/guiding catheter resistance and stent implant damage were confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. It should also be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. There is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during direct stenting in the non-tortuous, mildly calcified, circumflex artery, a 3.0x12 rx xience prime stent delivery system (sds) was advanced with resistance but could not cross the lesion. During removal of the sds, resistance was felt with the 6f guiding catheter. Outside of the anatomy, a proximal stent strut was observed to be flared. Dilatation of the target lesion was performed using a 2.5x15 balloon. A new 3.0x15 xience prime sds was used successfully to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4): no pre-dilatation, against resistance, incorrect removal. Concomitant products: guide wire: balance middleweight universal ii; guide cath: medtronic ebu 3.5 5 (6f).